Event description:
It was reported that approximately one month post port device implant, during infusion, the patient allegedly experienced pain. Reportedly, the catheter migrated to the mediastinum without a break and detachment. It was further reported that a drainage was performed and the port device was removed. The patient was reported to be in the stable condition.

Manufacturer narrative:
Manufacturing review: a manufacturing review can not be performed as the batch / lot number were not provided. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately one month post port device implant, the catheter allegedly migrated to the mediastinum. It was further reported that the port device was removed. The patient is stable by drainage.